Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was selected for implant. On an unknown date post procedure, the patient presented symptoms of dyspnea. There were no calcium observed. The valve failed due to insufficiency. The patient was not hospitalized, and a re-intervention date is to be determined.

Manufacturer narrative:
An event of dyspnea and valve insufficiency was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.